Event description:
Report provided by the end user states that they are experiencing a rash under the tape collar and mass. Occurred during the summer months. Plans to add the use of an ostomy powder. The crusting technique was reviewed. The end user declined an offer to ship them alternate samples, stating that she would only change if instructed to do so by their local ostomy clinic. The pts subsequent outcome was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. It is noted that there are blank areas on this form, the info was not provided or is unk. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.